Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, noise and confirmed fracture. During the rv lead extraction, there was a visual confirm, via x-ray, the fracture of the rv lead at the distal end of the suture sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, and the criteria for the right ventricular lead I ntegrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient reported "jolt in the chest" occurred that allegedly knocked the patient six feet across the room. The patient also reported follow up evaluation by a physician that commented wires were corroded and broke.